Event description:
Customer alleged discrepant blood glucose results of 199 mg/dl back to back with a result of 84 mg/dl when testing was performed 2 mins apart on the advantage system. Customer did not change treatment based on discrepant results. The location in which the testing was performed was not provided. No quality controls were performed. A request was made for the return of the suspect device and replacement product was sent.